Manufacturer narrative:
Additional event narrative: it was reported that patient underwent a hernia repair procedure on (B)(6) 2014 and another mesh 2x were implanted. It was reported that patient underwent revision of mesh on (B)(6) 2016 and (B)(6) 2017 due to recurrent hernia. (B)(4) represents the adverse event which occurred on (B)(6) 2016. (B)(4) represents the adverse event which occurred on (B)(6) 2016. (B)(4) represents the adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
Date sent to FDA: 6/10/2019. Patient code: 3189 - surgical intervention. Additonal narrative: it was reported that the patient underwent a mesh revision with new implant on (B)(6) 2016.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.